Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power cord was loose and created a spark which left a black mark on the power cord. A boston scientific company representative advised the patient not to plug in the power cord and the power cord will be replaced. The company representative ordered a new power cord for the patient. A return label was sent to the patient. The communicator remains in service. No adverse patient effects were reported.